Manufacturer narrative:
Additional information: describe event or problem. Initial reporter full name: dr. (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 34.8cm from iab tip. Visual examination confirmed that both tip and rear markers were in place per specification. The returned device was inspected and found to have tantalum markers in place per specification. We are unable to determine the cause of the reported complaint since we cannot mimic the clinical setting or patient anatomy. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the physician had a question about the radiopaque tip and what lies beyond the distal tip on the iab. He described seeing what appeared to be a "shadow" beyond the tip and was concerned that that there might be an issue with the iab. A facetime call was made to see the fleuro screen and the getinge representative was able to observe the darker radiopaque tip. The getinge representative also saw a lighter shade beyond the tip that appeared to be in the same shape and diameter. It was advised that there was a small piece beyond radiopaque tip that concludes the distal end, but it was not radiopaque and that "shading" beyond the tip was not something often seen. Several minutes later, the physician called back to report that they had opened another mega 40cc iab and placed it under fleuroscopy before inserting into the patient. They saw the same darkened shadow beyond the distal radiopaque tip and felt more comfortable that the first iab was okay to use and decided to leave it in the patient. They also questioned at that point if their fleuro device was causing the issue. The iab was in use for approximately seven days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the physician had a question about the radiopaque tip and what lies beyond the distal tip on the iab. He described seeing what appeared to be a "shadow" beyond the tip and was concerned that there might be an issue with the iab. A facetime call was made to see the fleuro screen and the getinge representative was able to observe the darker radiopaque tip. The getinge representative also saw a lighter shade beyond the tip that appeared to be in the same shape and diameter. It was advised that there was a small piece beyond radiopaque tip that concludes the distal end, but it was not radiopaque and that "shading" beyond the tip was not something often seen. Several minutes later, the physician called back to report that they had opened another mega 40cc iab and placed it under fleuroscopy before inserting into the patient. They saw the same darkened shadow beyond the distal radiopaque tip and felt more comfortable that the first iab was okay to use and decided to leave it in the patient. They also questioned at that point if their fleuro device was causing the issue. There was no patient harm or adverse event reported.